Event description:
The reporter contacted lifescan (lfs) (B)(4) on (B)(6), 2012 alleging inaccurate high readings on the patient's one touch verio pro meter. A medical surveillance specialist sent follow up questions and the customer service advocate (cca) was unsuccessful in getting a hold of the patient. The following was based on the initial call. Per the reporter at an unspecified time and date the patient was not feeling well and thought he was experiencing hypoglycemia; however, when he tested on the verio pro meter the meter displayed an alleged high result, which was not provided by the reporter. The patient then tested on another meter and on that meter, it showed that the patient was in hypoglycemia. The reporter was unable/unwilling to verify what the reading was on the other device, or whether the patient self treated. It is also unknown what the symptoms the patient had been experiencing. Product was replaced. The complaint is being reported since the patient felt hypoglycemic and the verio meter was displaying high readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated respectively by product analysis (pa) respectively on (B)(6) 2012 with the following finding: the meter and test strips both passed all testing with no faults found. The primary complaint was not confirmed. A DHR (device history record) was completed for this meter lot product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.